Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the vasoview 6 evh system short port btt (blunt tip trocar) black inflation valve would not stay inflated. A three way stopcock was used to complete the procedure. The hosp did not report any pt effects. The product is returning.

Manufacturer narrative:
Device was returned to cardiac surgery on (B)(6) 2010, for investigation. This issue is being investigated through the maquet CAPA process. A supplemental report will be submitted when the investigation is completed. (B)(4).